Manufacturer narrative:
(B)(4).

Event description:
It was reported the trial stimulation in (B)(6) 2011 made her pain worse instead of better and ¿two patches had to be placed to resolve the issue.¿ it was stated the trial also caused her to have ¿severe spinal headache because spinal fluid leaked.¿ it was stated the patient¿s target areas were her buttock and feet after a bunyonectomy procedure, the patient reportedly had foot pain for 7.5 years.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).